Manufacturer narrative:
The user experienced severe hyperglycemia resulting in diabetic ketoacidosis and hospitalization while on ilet therapy. This situation can result in acute metabolic decompensation requiring hospitalization and is consistent with the reported inpatient admission and treatment with insulin infusion and IV fluids. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts, no factory reset, and no motor errors. The ilet was delivering requested insulin and responding appropriately to cgm glucose values; however, hyperglycemia began following cgm sensor replacement after prior sensor failure, which resulted in suspension of insulin delivery due to lack of cgm or bg values. Persistent hyperglycemia despite an initial supply change and absence of further supply changes suggests infusion site failure or interruption along the insulin fluid pathway. Based on available information, the event was attributed to use-related therapy management factors and infusion site issues, and no device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 11-feb-2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia resulting in diabetic ketoacidosis (dka). The user was admitted to the hospital on (B)(6) 2026, treated with exogenous insulin and IV fluids, and discharged following stabilization. No long-term health effects were reported.